Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for evalution?yes. D10: returned to manufacturer on: 11-oct-2022 h6: investigation summary it was reported the syringe came with a defective plunger. To aid in the investigation, one empty sample with no packaging flow wrap and three photos were provided for evaluation by our quality team. A visual inspection was performed and the top part of the plunger rod is damaged. The photos show a syringe with no packaging flow wrap. The top part of the plunger rod is damaged. No other defects or imperfections were observed. This defect could occur if the product was caught between knives due to incorrect product spacing during the packaging flow wrap process. A device history record review was completed for provided material number 306424, lot number 122987n. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Verification of the flow wrap packaging process was performed. The settings were correct and the flow of product was good. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
It was reported that the bd 5 ml bd posiflush¿ heparin lock flush syringe pluger rod was damaged. The following information was provided by the initial reporter: the syringe came with a defective plunger.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd 5 ml bd posiflush¿ heparin lock flush syringe pluger rod was damaged. The following information was provided by the initial reporter: the syringe came with a defective plunger.